Manufacturer narrative:
Infusion nurses society (ins) is a globally recognized authority for best practices related to infusion therapy. In the fifth edition of infusion nurses society (ins) policies and procedures, it states the following under key points related to air embolism: ensure the vascular access device (vad) is securely clamped when disconnecting/reconnecting a new administration set, needleless connector, or any other add-on device. The central vascular access device was not clamped when the IV was disconnected. In addition, the curos disinfecting port protector was not used as directed. Product packaging contains directions for use and intended use information. Intended use: the curos is intended for use on swabbable luer access valves as a disinfecting cleaner prior to line access and to act as a physical barrier to contamination between line accesses.

Event description:
Customer reported a female patient with an abscess/bowel perforation was receiving antibiotics through an internal jugular, triple lumen central line catheter. A nursing student reportedly disconnected the IV setup (saline bag/antibiotic piggy back and needleless connector) down to the catheter hub. Customer reported the central line catheter lumen was not clamped when the IV was disconnected and a curos cap was placed directly on the central line catheter hub. After disconnecting the IV, the patient was moved to a chair. Customer stated the patient then experienced headaches and respiratory issues which led to a respiratory arrest. Customer reported patient was in serious condition, diagnosed with a massive air embolic stroke and died sixteen days later.